Manufacturer narrative:
One device was received for evaluation. Functional testing was able verify the reported problem. It was determined that the defective downstream occlusion sensor was root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was unknown cassette type alarm. The event happened during routine preventive maintenance inspection.